Event description:
During nail extraction of a long gamma nail, the connection part (inner rod) of the lag screw driver was deformed. The deformation was caused by the surgeon's large movement of the screwdriver after connecting the lag screwdriver to the lag screw.

Manufacturer narrative:
Correction - please refer - h5 labeled for single use and h8 usage of device the reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: in the received screwdriver, threads are found in bend condition along with dents on the thread. Excess deformation has resulted in one of the pegs of the sleeve to enter in the thread cavity. This suggests that an excess bending force in conjunction with high torsional force has been applied on the device while usage. Due to deformation, the screwdriver is difficult to be separated from the shaft. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material or manufacturing related problems were found during the investigation. Based on the investigation, the root cause was attributed to be a user related issue. The event was caused by application excess torsional and bending forces while usage. Also, the device has been used for more than 15 years which makes it naturally worn out because of the forces it has experienced during its lifecycle and makes it prone to deformation under high loads. If more information is provided, the case will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During nail extraction of a long gamma nail, the connection part (inner rod) of the lag screw driver was deformed. The deformation was caused by the surgeon's large movement of the screwdriver after connecting the lag screwdriver to the lag screw.